Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via ipsilateral approach, the tip of the sheath was allegedly found to be damaged. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via ipsilateral approach, the tip of the sheath was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was returned for evaluation. The returned sheath exhibited no damage to the tip or the sheath itself. The result of the investigation is unconfirmed for the alleged sheath tip damage. The returned dilator confirmed a split commencing at the dilator tip and measuring 9mm in length. Some impression markings were also observed beginning at the dilator tip for a length of 23mm. It is unknown if the markings are related to the split dilator tip. A guidewire was not returned. The definitive root cause could not be determined based upon available information. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: indication for use: the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Warnings: visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: prior to beginning pedal access, physicians should assess the vascular anatomy to assure there is adequate antegrade flow at the level of the ankle. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. Do not place sutures on the sheath tubing since this may restrict access/flow through the sheath. When puncturing, suturing or incising near the sheath be careful not to damage the sheath. Proper functioning of the sheath depends on its integrity. Care should be used when handling the sheath. Proper functioning of the halo one thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Directions for use: at the operator¿s discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. Backload the distal tip of the halo one thin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. Load the procedural device over the pre-positioned guidewire. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site (figure 10) while maintaining the sheath position. Following use ensure the procedural device is fully deactivated before carefully withdrawing the procedural device through the sheath while maintaining the sheath position. After the procedure is completed insert the dilator over the wire into the sheath slowly withdraw the sheath and dilator as a unit and then remove the guide wire. H10: d4 (expiry date: 03/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via ipsilateral approach, the tip of the sheath was allegedly found to be damaged. There was no reported patient injury.